Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, lot/serial# (B)(4), implanted: (B)(6) 2019, product type: catheter; ubd: 03/07/2020, UDI#: (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent once analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving morphine. The dose was unknown. The concentration was provided as "0.05." The patient's indication for use was spinal pain. It was reported the pump segment of the catheter broke during a procedure on (B)(6) 2019. It was reported the "pump segment piece became loose on the wrong end that should not be loose." There were no environmental/external/patient factors that may have led or contributed to the issue. A new 8780 pump segment was used. It was reported the issue was resolved at the time of the report, (B)(6) 2019. The patient's status was provided as alive - no injury. No further complications were reported or anticipated. The patient's medical history, weight, and other medications being taken at the time of the event were unknown. Additional information was received from the manufacturing representative. The rep reported this event occurred at a new implant procedure. Regarding the report "the pump segment piece became loose on the wrong end," the rep clarified they were referring to the plastic connector piece. A new pump segment was used. The affected device will be returned for analysis. The rep reported that the physician said the connector piece would not connect from the spinal catheter to the pump segment and he was trying to clasp the two pieces of catheter together, but was unsuccessful, and requested to have a back-up. The catheter was returned to the manufacturer for analysis 05/01/2019.

Manufacturer narrative:
Concomitant medical products: product ID 8780 lot/serial# (B)(4). Implanted: (B)(6) 2019. Product type catheter. Device evaluated by MFR: evaluation of implantable catheter serial number (B)(4). Revealed that the collet on the catheter pin connector had prematurely locked into place. The evaluation codes have been updated for this event and are only applicable for the catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.